Event description:
The patient reported that her blood glucose was 533 mg/dl. Her normal range is 80-150 mg/dl. She stated that she felt very thirsty. The patient reported that she injected 8 units of humalog to reduce her elevated blood glucose value. The patient reported that she noticed her infusion device was displaying a change insulin cartridge warning and was in the stop mode. The patient was not sure how long the infusion device had been in the stop mode. She was educated on how to determine when the device is in the stop mode and run mode. At the time of the call, the patient's blood glucose was 420 mg/dl. The patient changed her insulin cartridge, infusion set tubing and infusion site and bolused 6 units of insulin. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.